Event description:
It was reported that during an unspecified procedure a balloon deflation issue occurred. A 12mm x 2.00mm apex otw balloon catheter "did not fully deflate". No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device code #1149 relates to component code #419. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).